Event description:
The event is reported as: the customer alleges that the sure seal mask was leaking and the doctor could not inflate the device. No report of a patient injury or delay in treatment.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.